Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly and hardware low level failure. The blood glucose level of the customer was 13 mmol/l. The customer could barely hear the alerts despite of setting audio level to maximum. The insulin pump will not return for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures was confirmed in the formatted history file due to a cold solder joint found on pin 1 of the ambient light sensor. The audio tone feature on the pump functioned properly during testing. No audio anomaly noted during testing.